Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that the reported failure of sterility breach (sticking through the packaging) was not confirmed. Markings were observed on the internal cavity surface of the blister where the teeth of the blade were in contact with it. It was visually clear that these markings were not a hole through the blister and only marking on the internal surface of the blister which could have been caused during handling and distribution.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.